Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 82 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the stent graft has migrated and is 5 cm below the renal arteries and is folded in half within the aneurysm sac with a proximal type 1 endoleak present. Intervention is planned at a later unk date for placement of cuffs. No additional clinical sequelae reported, and the pt is fine.